Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the printer was still offline. A technical support specialist (tss) disabled the snmp settings for the printer, verified the device came back online and started spooling, and cleared the printer queue to avoid waste. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all schedule reports, stock out and other reports are not printing. The customer stated that this malfunction caused a delay in administrating medication to patients. However, there were no adverse events or injuries reported based on this event.